Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The unit was giving a fill fail. The stm troubleshot the issue and found a small leak in the vacuum of the pneumatic module assembly. To fix the issue the fse, replaced the pneumatic module and performed calibrations. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated "autofill failures" during initial start of catheter inflation. There was no patient harm or injury.